Event description:
Info received indicates the brakes are not holding when the pedal is set.

Manufacturer narrative:
The tech replaced the worn stiffner plate, bushings, and top block to repair the bed.